Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that medication was not delivered with a bd ultra fine¿ pen needle. The following information was provided by the initial reporter, "material no:320122, batch no: 8261601. Verbatim: consumer reported nothing came from the pen needle even after he held the pen up and pushed the plunger of the pen harder. He realized today since his sugar is high. Did not seek medical attention. Incident date: (B)(6) 2019; occurence-10; sample discarded. Lot#8261601; expiration date-2023-09-30; item# 320122."